Event description:
It was reported that pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During the procedure, the patient experienced a pericardial effusion with cardiac tamponade. The procedure was ended with no closure device implanted. The patient is stable following this event. It was further reported that the pericardial effusion was seen on the lateral wall of the left anterior ventricular wall at the apex of the heart. The physician performed a pericardiocentesis to drain blood from the patient with the blood auto-transfused back into the patient.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During the procedure, the patient experienced a pericardial effusion with cardiac tamponade. The procedure was ended with no closure device implanted. The patient is stable following this event.